Event description:
It was reported that during equipment testing conducted by the sales representative that the blade was popping out of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by the sales representative that the blade was popping out of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.